Event description:
The patient was admitted with multiple co-morbidities including recent coronary artery bypass graft, mitral valvuloplasty and aortic valve replacement. While in cardiac rehab, the patient became septic. The patient was transferred back and underwent removal of an infected right total knee joint replacement (originally placed 10+ years prior at another hospital) with placement of an antibiotic spacer. Other co-morbidities include type 2 diabetes, chronic kidney disease, underlying cad, copd, and pe (anticoagulated).transferred back six months later from the rehab facility for worsening rash that was diagnosed as stevens-johnson syndrome.central line hickman had been placed while pt was in rehab. Twelve days later around the insertion site of the central line, and specifically under the biopatch, an area of what appeared to be a 2nd degree burn was noted during routine dressing change.